Event description:
It was reported that the ilet user frequently paused the device and delivered meal announcements as corrective doses while also changing user weight without need, leading to maladaptation of device algorithm. The user was guided through a factory reset and resumed automated operation and received additional training. It was noted the user uses a steel infusion set with a freestyle libre 3 plus. Blood glucose at the time of call was 147 mg/dl. No reported symptoms. Outcomes included temporary interruption and reduced efficiency of insulin delivery until corrective actions were completed. Investigation included remote troubleshooting, user education on proper meal announcements, and execution of a factory reset to restore default settings and algorithm function. Investigation of this case revealed user interaction patterns contributing to dosing misuse and system behavior consistent with configuration or algorithm state requiring reset. Device hardware components were not reported as failed. It was concluded, based on previously established findings for similar reports, that the cause was user technique and configuration state resolved by reset and training.